Manufacturer narrative:
Reprogramming the vector was planned. Records indicate this device remains in service without further complication. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensed noise. Noise was unable to be reproduced. It was suspected to be due to air bubbles in the header or possibly a loose connection. No adverse patient effects were reported.